Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Evaluation summary: the device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted. Device was not returned.

Event description:
It was reported that during an unknown procedure, the device doesn't align. It does not clamp closed evenly; it scissors instead. Unknown how case was completed. There was no adverse consequence to the patient.